Event description:
Patient presented to the physician with ongoing slurred speech and difficulty breathing through the nose. Patient was referred to speech therapy and has undergone treatment without noted improvement.